Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during the insertion of an intra-aortic balloon (iab), it was noticed that the iab was kinked and unable to be inserted into the patient. A new iab was opened and successfully inserted to supported the patient. There was no reported injury to the patient.